Event description:
It was reported that the patient has a broken lead. The patient had a x-ray that showed a lead fracture and the output and magnet currents were set to 0ma. No surgical intervention has occurred to date.

Event description:
The patient¿s surgery to remove the vns lead and generator was completed. The explanted devices have not been returned to the manufacturer to date. No additional pertinent information has been received to date.